Event description:
Caller reported that insulin gauge displayed an amount different than expected, currently showing 65 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on completing the cartridge air removal step prior to filling, and the caller reloaded the existing cartridge, which adjusted the fill estimate to the correct amount. Caller decided to continue using the current cartridge.